Event description:
Pb 840 ventilator screen was observed to read "ac power loss< inoperative battery<compressor inoperative" on screen. Ventilator was continuing to function properly. Ventilator was plugged into a red emergency outlet. Connection at ventilator was checked and outlets were changed. No changes to screen occurred. Someone tried pressing circuit breaker on ventilator. Ventilator was pulled.